Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited intermittent undersensing and a variation in magnet rates. The patient is not pacemaker dependant.